Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device because it only lasted three years. They noted that the ins still had some battery in it when it was replaced. No patient symptoms were reported and no further complications have been reported as a result of this event.